Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezj1722 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported a patient reaction post PICC insertion. They stated that the patient complained of chest heaviness, facial flushing, and anxiety. Nurse stated that the initial symptoms decreased after 10-20 seconds and that all symptoms resolved after 15 minutes.